Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. (B)(4).

Event description:
It was reported that the device had a etco2 issue. There was no patient involvement.